Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) was not applicable. Investigation found that the device had ec112 that is the cause of the system fault. The root cause of the issue could not be determined. Replaced the printed wiring assembly (pwa) board.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that there was a system fault during testing. There was no patient, or clinician injury associated with this event.